Manufacturer narrative:
Device had no button response on the esc, act, up arrow and down arrow buttons due to flattened dome switches. No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test due to no button response. Unable to test for no delivery alarm due to no button response. Device had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 400 mg/dl. Customer reported that the insulin pump had no delivery alarm. Customer reported that event was resolved by complete set changed. The customer experienced symptoms such as vomiting and feeling very sick. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.